Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and could not be replicated nor confirmed. Visual inspection found no damage to the conductor wires. The instrument also passed the continuity test. Failure analysis could not verify the customer reported event. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of broken grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.